Event description:
User facility reported several cases of endophthalmitis that developed following cataract surgery (multiple possible etiologies). The relationship between these events and the use of a viscoelastic is not known. More info is being sought.